Event description:
It was reported that t:slim x2 pump battery would not charge and that charging connection was not recognized despite use of different wall adapters and charging cables. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement of pump under warranty.